Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the device broke during surgery. The procedure finished with a smith and nephew backup device. Surgical delay less than 30 minutes. Patient injuries were not reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms a piece of the tip broke off. The broken piece was not returned with the device. The device exhibits signs of significant use and wear. A medical investigation was conducted and confirms no relevant clinical information, operative report, radiographs, or the s+n device was provided. Therefore, the root cause of the device breakage cannot be determined. It remains unknown if there is a retained non-implantable foreign body in the patient. Therefore, we cannot rule out the possibility of micro-motion, migration of the retained non-implantable foreign body. The patient impact beyond less than 30minute delay, the modified surgical procedure and possible of a retained foreign body could not be determined. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.